Event description:
Reportable based upon analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, a 32 x 2.75mm taxus liberte stent delivery system would not cross the target lesion. No additional information is available. Returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Visual and microscopic examination of the returned device revealed proximal stent damage. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The outer diameter of the stent area where no damage was present was within device specification. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was observed within the guide wire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).